Event description:
Company representative reported left side rupture. Later, patient reported left side "ruptured implant" noted through ultrasound and "significant pain, swelling, the implant is rock hard and very uncomfortable." Device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance's noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Reason for reoperation: capsular contracture, baker grade iii.

Event description:
Healthcare professional reported severe capsular contracture, baker grade iii. Implant was found to be intact. Device has been explanted.